Manufacturer narrative:
A visual examination of the device received indicates that the device has been used, and the cutting wire is broken at the proximal pierce hole, and it twisted. Microscopic examination of the broken end of the wire shows it is partially melted at the break. A full functional check of the returned device is not possible due to the broken and bent cutting wire, however, the intact section of the cutting wires moves within the extrusion when the handle is functioned. The root cause is unk. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The february 2007 product family complaint trend report, inclusive of all failure modes, was reviewed. An unfavorable trend (defined as 2 consecutive months of increased number of complaints) was noted. Thirteen complaints were reported in dec 2006, fifteen reported in jan 2007, and twenty-four reported in feb 2007. Due to the low number of total complaints and the low clinical severity associated with the device malfunction, no specific action is warranted at this time.

Event description:
It was reported to boston scientific corporation in 2007, that during a second endoscopic sphincterotomy (patient age and gender unk) it was noticed that the "proximal area of the cutting wire was broke." The physician removed the device and completed the procedure successfully using another same device. The patient's condition was reported as "ok."